Event description:
Customer reported alleged false negative hcg pregnancy result on pt with a quantitative hcg result in the '100,000 range'. No further pt info was provided.

Manufacturer narrative:
Lot number (s): hcg8070054. Expiration date (s): 06/2010. Control lot: 20miu/ml hcg urine lot: hcg080821-02. 100miu/ml hcg urine lot: hcg081008-01. 240.0iu/ml hcg urine lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. The retention devices meet qc specification. No false negative result was observed. This complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.